Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat surgical instrument's lower jaw came loose when the tip was cleaned with a compress during an unspecified therapeutic procedure. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: d8, d9. The device was returned to olympus for inspection, and the reportable malfunction was confirmed; the probe on the device is broken off. Based on the results of the investigation, the issue can be attributed to stress related problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.